Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece ran on its own during a surgical procedure. It is unknown by the customer if there were any adverse consequences. A back-up device was used and the procedure was completed without delay.